Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they inserted a new sensor late at night before going to bed and it kept alarming a suspend on low or suspend before low. They customer was unable to resume delivery of their basal rates. The following morning, the customer had a blood glucose of 260 mg/dl. They had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 48 mg/dl while their blood glucose reading was 88 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to the low sensor glucose. The sensor glucose that triggered the suspend event was 48 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. During the call the customer had a sensor glucose reading of 57 mg/dl while their blood glucose was 140 mg/dl. The sensor will not be returned for analysis.